Manufacturer narrative:
Related MFR # for the pump: 2916596-2023-02351. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found dead with arms crossed on their couch by a neighbor late evening or early morning of (B)(6) 2023. On (B)(6) 2023, the patient spoken to their family around 20-2030. The emergency medical technician (emt) reported to a family member that the patient was "unhooked" when they arrived. When they attempted to hook the patient up, both batteries were noted to be dead. The emts did not report if the controller was alarming or not upon their arrival. Per family, it did not appear that the patient was trying to change batteries, system controller, or that the patient messed with their equipment. The patient reportedly had no issues managing their ventricular assist device (vad) or equipment. It was noted that the patient's spouse passed away on (B)(6) 2023 and the patient took the death very hard. The event log captured routine events until (b)(6 2023 at 0146 where the log captured low voltage advisory events on battery power. The advisory events turned into hazard events at 0255 and appeared that the 14v battery ran out of power at 0307. The emergency backup battery (ebb) engaged at that time and powered the pump at 5100 rotations per minute (rpm) until it too was depleted at 0510 and the vad was off.

Manufacturer narrative:
D4: date of implant not applicable for this product manufacturer's investigation conclusion: the reported event of full battery depletion resulting in a pump stop was able to be confirmed. The heartmate 3 system controller (serial number:(B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 days (01apr2023 ¿ 09apr2023, 01jan2000 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. No external power alarms coincident with full battery depletion were active on 09apr2023 from 03:09:31 ¿ 05:12:28. The event appears to be consistent with the patient falling asleep while on battery power and the batteries were allowed to fully deplete. The backup battery was able to provide power to the system for approximately 2 hours from 03:09:31 ¿ 05:10:14 prior to the backup battery depleting resulting in the pump to stop and the system to shut down at 05:12:28. There was no indication of dual disconnections of the power cables nor a disconnection of the modular cable in the log file. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was conclusively determined to be caused by full battery depletion. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of full battery depletion was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 days ((B)(6) 2023 (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. No external power alarms coincident with full battery depletion were active on (B)(6) 2023 from 03:09:31 ¿ 05:12:28. The backup battery was able to provide power to the system for approximately 2 hours from 03:09:31 ¿ 05:10:14 prior to the backup battery depleting resulting in the pump to stop and the system to shut down at 05:12:28. There was no indication of dual disconnections of the power cables nor a disconnection of the modular cable in the log file. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.